Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. Sensor glucose value 190 mg/dl. The blood glucose value at suspend event 236 mg/dl. The customer¿s other blood glucose mentioned was 236 mg/dl, 190 mg/dl, 170 mg/dl, 120 mg/dl. The customer experienced nausea due to high blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined to perform the high pressure test. The sensor will be returned for analysis.